Manufacturer narrative:
The insulin pump alarmed a64 after boot up and during pump self test due to faulty electrical component on the radio frequency board. Also moisture damage was noted on the lcd board, mother board and interface board. The insulin pump has cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test during normal use of the insulin pump. The customer's blood glucose was 162 mg/dl. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.